Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was over 400 mg/dl and other relevant blood glucose levels were around 280 mg/dl and 371 mg/dl. Customer stated that there was fluid in the reservoir compartment. Customer stated that the o ring inside the lip of the reservoir compartment was not missing and there were no cracks in insulin pump. Customer performed self test and it was passed. Customer declined for troubleshooting. Customer was treated with bolus correction and manual injection. Customer stated that the insulin pump had scratches on screen. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.